Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit, was used during a posterior mesh repair procedure. As the physician was pulling the first leg assembly through the ligament, the lead suture with the needle at the end detached and was captured inside the capio cage. Reportedly, the physician did not like the position of the leg assembly, and completed the procedure with another pinnacle posterior pelvic floor repair kit. There were no complications to the patient, who is over 18 years of age and was stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was not used past its expiry date.